Event description:
The fse reported that the sys intermittently would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.